Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the cervical ipg on the right flank. The physician tried to manually shift the ipg so it would be easier for patient to charge.